Event description:
Patient reported ¿had the natrelle 133mx-13t tissue expander in prior to her implants. She has within the last year been diagnosed with chronic lymphatic leukemia¿ and ¿had the expanders in for a little bit longer period due to an infection¿. This record is for the right side. Device was explanted and replaced. Unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Infection was only reported for the left side. Patient confirmed sides of devices on (B)(6) 2025. Un-reporting no complaint against right side.